Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported sheath puncture remains unknown.

Event description:
During an atrial fibrillation procedure, a sheath puncture occurred while inserting the needle into the hemostatic valve. After starting procedure and introducing the sheath into the patient, resistance was noted when inserting the needle. The needle and sheath were then removed from the patient and the sheath was noted to be punctured. Another needle and introducer were used to continue the procedure with no consequences to the patient.